Manufacturer narrative:
It was reported by the hospital contact that during the coil embolization, the 4th coil (cdf10015430/ c26591) could not be detached. Withdrew the coil and used a new one (details unknown) to complete the procedure. There was no report on the patient injury. The patient is female and (B)(6), has acom with a size of 4.2*3.7 mm. It was initially reported that the product will be returned for analysis. A pre-deployment electrical check was performed. The low battery light and fault light were not seen. The green system ready light illuminated. During the detachment cycle the detachment light did not illuminate. It is unknown if the audible signal beeped. All connections appeared to fit properly without application of excessive force. There was no clinically significant delay in the procedure due to the event. Very limited information was received. The unidentified detachment control box (dcb) and the unidentified control cable were not returned. The unidentified microcatheter was not returned. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. It is also unknown if the device was further manipulated and/or inspected post-procedurally. Any trace evidence that may have been complaint related may have been altered or removed prior to being returned. The coil was returned undamaged. The detachment fiber did not receive heat and melt. The device positioning unit (dpu) failed electrical testing with resistance at 0.0 ohms (range 48.5/56.0) and the enpower systems ready green light failed to illuminate (IFU). No manufacturing defects were found. The complaint of the coils failure to detach inside the target site is confirmed. The dpu failed electrical testing. The most likely root cause of the coils failure to detach inside the target site may have been due to wiring or solder connection damage. The circumstances of how and when this damage occurred cannot be determined as all microcoil systems are electrically tested prior to final packaging. In addition, without the return of the complete detachment system and the unknown microcatheter used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The product will be returned for analysis, but it has not been received at the analysis site. Additional information will be submitted within 30 days of receipt. (B)(4). Concomitant medical products and therapy dates: new coil (details unknown).

Event description:
It was reported by the hospital contact that during the coil embolization, the 4th coil ((B)(4)) could not be detached. Withdrew the coil and used a new one (details unknown) to complete the procedure. There was no report on the patient injury. The patient is female and (B)(6), has acom with a size of 4.2*3.7 mm. It was initially reported that the product will be returned for analysis. A pre-deployment electrical check was performed. The low battery light and fault light were not seen. The green system ready light illuminated. During the detachment cycle the detachment light did not illuminate. It is unknown if the audible signal beeped. All connections appeared to fit properly without application of excessive force. There was no clinically significant delay in the procedure due to the event.